Manufacturer narrative:
(B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of right implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken and underweight. A microscopic analysis was performed which identify sharp broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior side assessed as unidentified (tear) broken.

Event description:
Healthcare professional reported rupture of right implant. Device has been explanted and replaced with a non-allergan device.